Event description:
At end of percutaneous transluminal angioplasty (pta)/stent placement to right iliac in cath lab, a mynx closure device was placed in the left femoral artery insertion site by physician, with the mynx representative present and providing verbal assistance to the physician regarding the insertion process. After the device was deployed and pressure was being held over left groin site to ensure hemostasis, we noted that the anterior thigh was swelling approximately 6-8 inches below left groin site. The site was swelling and growing and pulsating, painful to patient. Pressure was held for 20 minutes with minimal swelling reduction. A stat ultrasound was done on the site and patient had a pseudoaneurysm, which required surgery. The patient was discharged 5 days later. Stable condition after recieving 2 units of blood.